Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to an altitude alarm. Customer was not outside of labeled operating altitude range. Customer delivered a correction bolus to address bg level. Customer loaded a new cartridge and insulin delivery was resumed.